Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The product has not been received to evaluate. Additional information was provided that the lens was removed and a new lens was implanted during the same procedure. It was reported the patient's vision has recovered and only has a surgically induced astigmatism of 0.75 d, for the moment. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery that when placing the intraocular lens, the lens came out in the anterior chamber without the posterior haptics, which was retained in the injector but has excellent post-surgical vision. Additional information have received and it states that the surgery was completed the same day, explanted the lens with a slightly larger incision than the one originally made (3 or 3.2 mm) and implanted another intraocular lens during initial procedure. The patient has recovered her vision for the moment, she only has a surgically induced astigmatism of 0.75 d for the moment.

Manufacturer narrative:
Correction: on previous submitted smdr (follow up 1) the evaluation code should have been b17 instead of b01. The manufacturer internal reference number is: (B)(4).